Event description:
Reportedly, the patient was resuscitated following loss of consciousness. It was then admitted to hospital and the pacemaker was interrogated without any difficulties; however, no (run) episode had been recorded. The physician wanted to know why the 24 hour heart rate chart showed a soaring curve and was tagged as "paced" over the maximum programmed rate. The device was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.